Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. A review of the service history found no indication that the complaint was related to prior service within the review period. Visual inspection and functional testing were performed, which identified an anomaly in the gear motor and the motor revolution detection sensor as the root cause of the event. The affected components were replaced with known good parts to resolve the issue.

Event description:
It was reported that an error 1870 displayed. The event occurred during patient use at the patient's home. There was patient involvement and no patient harmed reported.